Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving gablofen and an unknown drug at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient complained of discomfort from the pump. The cause of this was reported to possibly be due to the patient losing some weight. A palpitation was performed. The patient changed clothing to "not rub." It was reported that surgery was planned but had not occurred. The issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.